Event description:
The reporter stated that the surgeon inserted an icm (implantable collamer lens) in 2008. On one day post op the pt's va was 20/20. The pt reported that they have astigmatism as well. The pt's vision has since deteriorated. Further info has been requested but none has been forthcoming. If more info is received a supplemental medwatch report will be sent.

Manufacturer narrative:
.